Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was a foreign material inside of the jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. The foreign material could be simethicone from obtained information. It was confirmed from the information provided by (sales) service business center that the user used simethicone at the facility. The foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to scratched switch 1. Due to a cut on switch 1, water tightness is lost. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.